Event description:
It was reported that the image on the left monitor of the 6600 system was too dark and the printed images were too light. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The brightness on the monitor was adjusted and the brightness and contrast were adjusted on the printer during the service call. The system was tested and found to be working as intended and put back into service.